Manufacturer narrative:
Device evaluated by manufacturer: the device was returned not connected to the catheter. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection of the advancer was inspected and was observed to be bent. A guidewire was returned running through the catheter. There was blood in the sheath of the catheter. The handshake connection of the catheter was inspected and no damage was observed. An attempt was made to remove the guidewire form the catheter but a resistance was encountered and the guidewire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02237. It was reported that a burr became stuck on wire. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink® plus and peripheral rotawire¿ were used and advanced to treat the target lesion. After successful treatment, it was noted that the burr got stuck on the rotawire¿ and would not come out. The devices were removed as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's condition was fine.

Event description:
Same case as MDR ID: 2134265-2015-02237. It was reported that a burr became stuck on wire. The target lesion was located in the tibial artery. A 1.50mm peripheral rotalink® plus and peripheral rotawire¿ were used and advanced to treat the target lesion. After successful treatment, it was noted that the burr got stuck on the rotawire¿ and would not come out. The devices were removed as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).